Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of essure"), ankylosing spondylitis ("ankylosing spondylitis"), rheumatoid arthritis ("rheumatoid arthritis") and fibromyalgia ("fibromyalgia") in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. In 2011, the patient experienced ankylosing spondylitis (seriousness criteria hospitalization and medically significant), rheumatoid arthritis (seriousness criteria hospitalization and medically significant) and fibromyalgia (seriousness criterion hospitalization). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure, uterine tubes and uterus). Essure was removed. At the time of the report, the medical device removal, ankylosing spondylitis, rheumatoid arthritis and fibromyalgia had resolved. The reporter provided no causality assessment for ankylosing spondylitis, fibromyalgia, medical device removal and rheumatoid arthritis with essure. The reporter commented: the patient recovered after removal of essure, uterine tubes and uterus. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 20-jul-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 677 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.